Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. Analysis was unable to verify unexpected restart alarm due to blank display and constant tone. The insulin pump was also received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that the insulin pump went to blank display immediately after being exposed to moisture. The customer reported there was a constant tone occurring. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.